Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl. The patient reported that the controller stopped working for three days. Symptoms reported include vomiting and severe tooth pain. The patient was taken by ambulance to the hospital. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was prescribed clindamycin (150 mg) to be taken 3 times a day. The patient was discharged from the hospital after 7 hours.